Manufacturer narrative:
Requested information, including the service order, has not been received despite several requests. This complaint will be closed due to lack of information. The complaint will be re-opened if requested information or any new relevant information is received. Therefore the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. A supplemental medwatch will be submitted after new information has been received.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was stated, that while transporting a vv ECMO patient to CT scan, upon arrival to the department the low battery alarm went off. The rotaflow console was immediately plugged in for the scan. After the scan about half way back to the patinets room, the low battery alarm went off again. The rotaflow never stopped functioning but had caused a concern. The fully charged battery should last for 90 minutes. When timing the console the battery only lasted for 35 minutes. A facility medwatch (B)(4) was submitted to the FDA. (B)(4).